Manufacturer narrative:
Concomitant products: product ID 37612, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 64001, lot # n316015, implanted: (B)(6) 2012, product type adapter; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID neu_unknown_ext, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37651, serial # (B)(4), product type recharger; product ID 64001, lot # n314853, implanted: (B)(6) 2012, product type adapter; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot # j0546586v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had switched off once before. Additional information requested but had not been received as of the date of this report.